Event description:
The rv lead was explanted and replaced due to noise. Lead was discarded at the hospital.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.